Manufacturer narrative:
This report is submitted on 10 june 2020. (B)(4).

Manufacturer narrative:
This report is submitted on november 2019, 2019.

Event description:
Per the clinic, the device was explanted on an unknown date due to an infection. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
Per the clinic, the electrode had extruded to the outer ear canal. The infection was present in the outer ear and was treated with oral and topical antibiotics. This report is submitted on may 5, 2020.